Event description:
Customer purchased expired test strips and as a result of using them, customer received an incorrect result. Insulin was administered based on this result and the customer suffered a hypoglycemic reaction in which customer needed to be hospitalized.